Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00952. It was reported the patient suffered a fall and afterwards experienced ineffective therapy. Diagnostics was unable to provide therapy using the lead located at the l5 vertebral level (lot number ab2105) and only able to provide partial stimulation from the l4 (lot number ab2097) lead. X-rays indicated the l5 lead had migrated. Stimulation has been turned off and surgical intervention may take place at a later date.

Event description:
Device 1 of 2, reference MFR report: 3008829311-2017-00952. Additional information was received which indicated surgical intervention was undertaken and the lead located at the l5 vertebral level (lot number ab2105) was removed and replaced. Intraoperative testing was conducted and successful paresthesia was achieved.